Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately in the year of 2022. Block d6b: explant date: 2022. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 18915045, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 19186596, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation and stated that the spinal cord stimulator (scs) device had never worked. The patient underwent an scs system explant procedure.